Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is unknown. The caller stated that it could be due to a seizure. The caller stated that the customer had vascular dementia, low blood glucose of 41 mg/dl when seizing. A few days prior to passing, the customer had another small seizure but had normal blood glucose. The issue had started four years ago. The customer had a kidney transplant at the age of twenty-nine and had five stents a few years ago. The customer's blood glucose, at the time of death, was 41 mg/dl; recorded on (B)(6) 2015 at 11:16 pm. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump had a small crack on the display window, cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube lip. The daily total of insulin was 17.475 units on (B)(6) 2015, 20.850 units on (B)(6) 2015, 16.475 units on (B)(6) 2015, 12.075 units on (B)(6)2015, 22.075 units on (B)(6) 2015, 27.175 units on (B)(6) 2015, and 25.125 units on (B)(6)2015.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.